Event description:
"The transducer failed with the patient on full support. The failure came in the form of a high pressure reading (999) on the monitor which triggered the pump to cease operation." No further information available.